Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem was not confirmed during functional testing. All the alarms went off when triggered, however the alarms had not sound. Only flashing lights were produced. This issue occurred because of a faulty speaker on the pcb. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the button for temperature and alarm test on the level 1 hotline low flow system (hl-90) was not working. No patient injury or complications were reported in relation to this event. The product problem was observed during preventative maintenance. There was no patient involvement.